Manufacturer narrative:
Block h6: imrdf code a150208 captures the reportable event of clip entrapment of device or device component. Block b3: approximated based on the date the manufacturer became aware of the event. Block d4: d4: the complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. Block h11: investigation results. The resolution 360 clip was not returned for analysis; therefore, a technical analysis could not be performed, for this reason and due to the lack of evidence is unable to confirm the reported event. Based on the event description and information provided by the customer there is not enough evidence to determine whether the issue was induced due to the physicians technique during the procedure or was related to a device malfunction. The definitive cause of the reported issue cannot be established due to lack of evidence. Without proper evaluation of the device, it remains unknown the causes that contributed to the event. In addition, the code of additional device required, happened during the procedure and the most probable cause of this reported issue cannot be established due to lack of evidence. Based on the thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during a procedure. During the procedure, the clip was deployed and later detached from the patient and found in the scope. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fully recovered. No further information has been obtained despite good faith efforts.